Event description:
On (B)(6) 2012 the patient left a message for animas customer support stating that the pump was 'not working at all'. The patient did not provide details. Customer support has made several attempts to follow up with the patient and obtain additional information without success. There is no reported patient impact associated with this complaint. This complaint is being reported due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/29/2014 with the following findings: a review of the black box showed data from (B)(6) 2014; there were no reboots detected during those dates. Visual inspection revealed two cracks in the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally and was exercised for 24 hours with no power issues occurring. The pump casing was opened and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.